Manufacturer narrative:
Please note that the brand name, common device name, device product code and 510k number are unknown. The catalog number, lot/serial number are unknown. Device manufacture date: the device manufacture date is currently unavailable.the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the angle driver device had "bad action, was not working, and was not running efficiently". During in-house engineering evaluation, it was found that a broken piece of an unknown cutter device was present in the cutter lock spindle. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown; however the reporter stated that the event occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Proximal end of an unknown cutter was received along with the replacement pats of a (B)(4) attachment device after having been repaired. An assessment was performed and the cutter was observed to have broken at the groove for the locking mechanism. Engineering evaluation determined that a torque of approximately 23 oz-in can cause the cutters (masa cutters) to fail at the lock groove. It was further determined that the anspach drills produce a torque of approximately 5 oz-in or less. It was determined that the cutter fracture at the lock groove is consistent with excessive force being used with the cutter during use. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.